Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replaced the ps1 power supply. Retested the unit and the system operated per spec. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, product ID: bi71000554, product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a technical issue with the inability to expose (3d) using both the hand switch and foot switch. The caller did not reboot the system initially and planned to do so later. There was no patient involved.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and also replaced the hand switch and missing cover screws. Retested the unit and the system operated per spec. H2)analysis found that confirmed reported complaint. Visual inspection confirm damage components; electrically overstressed components; resistors and ic are damaged. B01,c02,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6) rev. E medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.